Event description:
On (B)(6) 2016, a reporter for the lay user/patient contacted lifescan (lfs) (B)(4) alleging that the patient¿s onetouch select meter read inaccurately high in comparison to results obtained on a lab device. The complaint was classified based on customer care advocate (cca) documentation. The reporter could not specify when the issue occurred, however stated that the patient obtained a result of ¿14.6mmol/l¿ on the subject meter which she felt was inaccurately high in comparison to a result of ¿9.0mmol/l¿ obtained on a lab device, within 10 minutes of each other. Based on statistical methodology, the calculated difference in results exceeds lfs criteria for accuracy. The reporter could not detail what medications the patient takes to manage her diabetes, however, stated that in response to the allegedly high results the doctor increased the patient¿s medication (¿galusmed¿). The reporter detailed that the patient developed a symptom of ¿shaking¿ which she associated with hypoglycemia an unknown time after the alleged issue, however the reporter did not detail what treatment, if any, the patient received for her symptoms. During the call the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. The reporter did not have testing supplies available to perform a control solution test. The product was replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.